Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that multiple attempts have been made to pull the patient¿s ins out of overdischarge, but they have all been unsuccessful. The patient was referred to get the ins replaced.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's ins was successfully brought out of overdischarge. It was noted that the patient had not charged their ins since (B)(6) 2016. All impedances were within normal limits. No further complications are anticipated.

Manufacturer narrative:
Patient weight provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s over discharged ins has not yet been resolved.

Event description:
Information was received from a healthcare provider and a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins was overdischarged. It was reported that the patient was charging fine, then they went to arkansas and forgot to charge for two weeks. It was reported that the clinician programmer would not communicate with the device, and that the patient did not have their patient programmer. The healthcare provider did a hard reset of the ins recharger, and is still having issues and just seeing the reposition antenna screen. It was later reported that the physician was on the second physician mode reset of the ins, but the device has not yet cleared the power on reset to allow the patient to charge the ins. It was reviewed that more attempts may be necessary. The ins pocket was assessed and reported to be good with no issues. There were no symptoms reported. No complications or further complications were reported.